Event description:
It was reported that at follow-up low sensing was observed. The physician believes that microdislodgement had occurred. At a subsequent follow-up, measurements were stable. The physician elected to leave lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.